Event description:
Reportedly, on (B)(6) 2026, remote monitoring revealed an increase in the right ventricular pacing threshold, as well as loss of lead sensing. A chest x-ray performed on (B)(6) 2026 demonstrated lead dislodgment. A reintervention was performed on (B)(6) 2026 to reposition the lead. A failure of the lead fixation mechanism was detected, making lead re-screwing impossible. The lead was extracted and replaced with a new vega lead.